Event description:
It was reported that the pressure indicator (o2) won't change to the white side. There was no patient involvement reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Visual inspection showed the device was in good condition. During the functional testing was able to duplicate the reported issue. The gas indicator did not turn when the gas was supplied. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The gas indicator was replaced.